Event description:
It was reported that device could not interrogated. Longevity estimates place the device beyond end-of-service. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was found to be normal. The no output and no telemetry conditions were the result of battery depletion.